Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, the batteries were found to be depleted. The device was recertified and returned to the customer. The device was recertified and returned to the customer. Review of the device activity logs indicated that the device was set up without the electrode pads attached. In accordance with our labeling, the electrode pads must be connected to the device at all times. The electrode pads not being connected causes the device to remain in the red x condition and emits beep starts to alert the user. Which, over time will cause the batteries to deplete. Additionally, the red x condition prevents the device from performing scheduled monthly tests. A red x condition should be tended to by the user and is an indication it is not ready for clinical use. This report has been attributed to improper useability, the electrode pads were not attached to the device. Analysis of reports of this type has not identified an increase in trend.